Manufacturer narrative:
The reported condition has been confirmed; however the exact cause could not be reliably determined. In an effort to continually improve its product, co has implemented corrective action to prevent this occurrence.

Event description:
The device was used during a pneumonectomy procedure. Reportedly, the anvil disengaged into the pt's cavity. The surgeon converted to a laparotomy and resected the staple line with another instrument and completed the procedure. The hospital has reported the pt's condition as satisfactory.